Event description:
New information received notes that the lead was capped and replaced on june 19, 2018. Physician elected to abandon the existing pacing system and implanted a new dual chamber system. Patient¿s condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pauses in cardiac rhythm were observed during normal device change-out procedure. The ventricular pacing was not evident on ECG though ventricular pacing was 100%. The lead connections were manipulated and capture was restored. However, no cardiac rhythm/ pacing evidence on ECG was present when the pocket was closed. The impedance was also variable. Device was reprogrammed and oversensing with inhibition of pacing was noted. Additional programming changes were made. Lead parameters were normal next day. Patient¿s condition was stable throughout.